Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to sensor failure, sensor wire appeared to be missing. There is no sign of redness, and no part of the wire appears to be under his skin. Pt reports that he did not insert sensors properly and was advised that the wires were most likely not inserted under his skin. Pt is in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.